Event description:
A customer reported that the plastic latch that holds the battery door onto the transmitter had broken and the battery door would not stay attached. Additionally, a fracture or moisture was observed. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lots 70423p100 71092p100 were in use. The issue was resolved with the implementation of lot 56906p100. There was no adverse impact to patient management reported.

Event description:
Boston scientific crm received information that this device system was explanted secondary due to pocket infection. A new boston scientific crm device system may be implanted once the patient is cleared by the physician.

Manufacturer narrative:
(B)(4), concomitant medical products:architect i2000 analyzer, list # 3m74-01, (B)(4).evaluation:no method, results or conclusions can be made at this time.upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer's issue is not associated with remedial action reporting number (B)(4). This is the final report.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000sr analyzer ln 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
User had one pt sample with a sodium result of 129 mmol per l that was reported out. The physician called the lab and questioned the result. The sample was repeated and recovered 136 mmol per l. In 2009, the same pt sample was run again and recovered 141 mmol per l. The sample was also sent out to the user's reference lab for verification which received a result of 138 mmol per l. The pt was not treated as a result of the errant sodium result. Although there was approximately a 30 minute delay in treatment, there was no harm to the pt due to the delay.